Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: m5037055) on 15-aug-2014. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged bleeding during menstrual cycles/passing blood clots during cycle') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, rash, anxiety, joint pain and irregular periods. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("swollen abdomen"), back pain ("pain in back"), uterine pain ("pain in uterus"), arthralgia ("pain in hips"), eczema ("bladder worsening of eczema"), headache ("headache lasting weeks at a time"), depression ("worsening of depression") and pain ("constant pain"). The patient was treated with surgery (essure removal on date (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, alopecia, abdominal distension, back pain, uterine pain, arthralgia, eczema, headache, depression and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, back pain, depression, eczema, headache, menorrhagia, pain and uterine pain with essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012. The right tube had 0 coils visualized after placement as upon deployment it appeared to uncoil and wind into the tube and the left tube had 4 coils visualized after placement. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Case criteria upgraded to medically confirmed. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: m5037055) on 15-aug-2014. The most recent information was received on 19-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged bleeding during menstrual cycles/passing blood clots during cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, rash, anxiety, joint pain and irregular periods. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("swollen abdomen"), back pain ("pain in back"), uterine pain ("pain in uterus"), arthralgia ("pain in hips"), eczema ("bladder worsening of eczema"), headache ("headache lasting weeks at a time"), depression ("worsening of depression") and pain ("constant pain"). The patient was treated with surgery (essure removal on date (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, alopecia, abdominal distension, back pain, uterine pain, arthralgia, eczema, headache, depression and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, back pain, depression, eczema, headache, menorrhagia, pain and uterine pain with essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. The right tube had 0 coils visualized after placement as upon deployment it appeared to uncoil and wind into the tube and the left tube had 4 coils visualized after placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 15-aug-2014. The most recent information was received on 07-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged bleeding during menstrual cycles/passing blood clots during cycle') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("swollen abdomen"), back pain ("pain in back"), uterine pain ("pain in uterus"), arthralgia ("pain in hips"), eczema ("bladder worsening of eczema"), headache ("headache lasting weeks at a time"), depression ("worsening of depression") and pain ("constant pain"). The patient was treated with surgery (essure removal on date (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, alopecia, abdominal distension, back pain, uterine pain, arthralgia, eczema, headache, depression and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, back pain, depression, eczema, headache, menorrhagia, pain and uterine pain with essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: pif received. Case was upgraded to serious incident. Reporter information, date of removal of essure, patient date of birth and patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.